Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced with a different model. No further information is known at this time.

Manufacturer narrative:
Further information was received indicating this event was an elective replacement to take advantage of new technology.

Event description:
Previous report was sent in error. Further information was received indicating this event was an elective replacement to take advantage of new technology.